Event description:
Customer left a review on saalt's product listing on (B)(6) saying she got an infection from wearing the saalt cup. We left a comment for the customer asking her to reach out to us directly so we can gather some additional information about the infection. Saalt followed up three times within 30 days and did not receive a response from the customer.